Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from the assignment of stations to different areas and units. A technical support specialist provided an es document detailing the operational procedures, with the relevant information on area and unit assignment found in chapter 2. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system there were issues with removing medications. The customer noted that they experienced challenges in extracting medications from the station, which resulted in delays in the medication dispensing process there were no adverse events or injuries reported based on this incident.